Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was presented to the emergency room due to ventricular tachycardia below the detection rate of the device. He was externally shocked. The following day, at the physician request, the device was reprogrammed to a lower detection rate. The device remains in use. No patient complications have been reported as a result of this event.